Event description:
The manufacturer was previously informed that a trilogy 100 battery charge was depleting faster than normal. No failure of the battery was noted at that time. There was no harm or injury reported. The device was not in patient use. The device was returned to a third-party service center for evaluation. Service required alarm conditions indicating the internal battery failed to charge were observed in the device's downloaded event log. The device's power management board was replaced to address the issue. Additionally, the device's motor blower, inlet filter and micron filter were replaced per preventive maintenance protocol. The device's blower bellow was replaced due to contamination. The device's rubber feet were missing and were replaced. The device was tested and passed all final testing.